Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The pciop was replaced at the time of the checkout. The pciop was returned for analysis. An electrical failure was found with the part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that upon install the camera cart flashed the pcoip logo and reconnected. No patient was present.